Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump lost power and rebooted without user intervention. The pump case was allegedly cracked at the rim of the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/17/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings:a review of the pump black box data indicated multiple pump reboots. During testing, the battery cap secured properly to the pump to maintain power. No damage was found to the battery compartment, and a power loss was not observed. The pump was exercised for 24 hours with no power interruptions.